Manufacturer narrative:
(B)(4). H-6 patient codes: 3191-surgical procedure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ 293. Gynecare prolift +m anterior pelvic floor repair system ¿ 13. Gynecare prolift +m pelvic floor repair system ¿ 19. Gynecare prolift +m posterior pelvic floor repair system ¿ 12. Gynecare prolift +m total pelvic floor repair system ¿ 17. Gynecare prolift anterior pelvic floor repair system ¿ 21. Gynecare prolift pelvic floor repair system ¿ 117. Gynecare prolift posterior pelvic floor repair system ¿ 16. Gynecare prolift total pelvic floor repair system ¿ 37. Gynecare prosima pelvic floor repair system ¿ 41.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 concurrently with total vaginal hysterectomy and the mesh was implanted. Following the procedure, the patient experienced pain and erosion. It was reported that the patient underwent a mesh removal on (B)(6) 2015 due to chronic exposure of posterior vaginal mesh. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 02/17/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.